Event description:
It was reported there was no atrial output. The device was returned for repair. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Heart lead flex is out of electrical specification (shorted diode on atrial side). Encoder flex is out of electrical specification. Upper and lower cases, ring cover, and two side bail covers are broken. Lead flex cover is contaminated. Ring and two side bails missing.